Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of thrombosis is listed in the xience alpine, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2018, the patient presented with abnormal stress test and stable angina. The procedure was to treat a lesion in the mildly calcified, mid circumflex coronary artery. The 3.0x18 mm xience alpine stent was implanted in the mid circumflex with good results. A few minutes after the procedure was completed and devices were removed; angiography confirmed stent thrombosis in the implanted xience alpine stent. Ballooning with an unspecified was performed and everything was fine. However, a few minutes later, again angiography confirmed stent thrombosis; intravascular ultrasound (ivus) was done and ballooning was performed again. This time, heparin was discontinued and it was switched for integrilin. Activated clotting time (act) was 200. The patient is doing well. There were no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.